Manufacturer narrative:
The lot was manufactured from september 25, 2020 - september 26, 2020. The actual device was received for evaluation containing 51ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) under infused during a patient infusion. The device was filled with 96 ml 5-fluorouracil (5-fu) and 25 ml 5% glucose solution. After the expected infusion time of 48 hours, approximately 30 ml remained in the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.